Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femoral component. The event was confirmed with the provided operative reports. The patient's laxity was likely caused by the patient's ligament tear. The root cause of the synovitis of the femoral component treated during the revision surgery could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's right knee was revised due to lax knee. A larger poly was implanted.

Event description:
The patient's right knee was revised due to lax knee. A larger poly was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.